Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer hospitalized due to low blood glucose on unknown date. Customer stated that the insulin pump alleging over delivery. Customer programmed the basal rate 15u per day instead of the prescribed 7.4u per day. Customer's blood glucose was 3 mmol/l. The reservoir will not be returned for analysis.